Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation (parahisian premature ventricular contraction ablation) with a qdot micro and the patient experienced heart block that required a temporary pacemaker. They switched to a cryo catheter and after coming on ablation with the cryo catheter the patient went into heart block. The patient received a temporary pacemaker. Bwi devices that had been used were an octaray catheter and a qdot catheter. The bwi catheters were not in the body when the patient went into heart block. Patient fully recovered, however, required prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of the adverse event is the procedure and the use of a competitor's product. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation (parahisian premature ventricular contraction ablation) with a qdot micro and the patient experienced heart block that required a temporary pacemaker. They switched to a cryo catheter and after coming on ablation with the cryo catheter the patient went into heart block. The patient received a temporary pacemaker. Bwi devices that had been used were an octaray catheter and a qdot catheter. The bwi catheters were not in the body when the patient went into heart block. Patient fully recovered, however, required prolonged hospitalization. The patient stayed overnight at the hospital so the physician could monitor the recovery of their av node. If the patient still had heart block the following day, a permanent pace maker would have been implanted. The physician's opinion on the cause of the adverse event is the procedure and the use of a competitor's product.